Event description:
The baxter sales rep reported an as40 infusion pump that overinfused lipeds during use on a neonate. A follow up with the director of nursing revealed the syringe size was 30cc bd syringe. The pump was programmed for an infusion rate of 0.1cc/hr, the pump displayed that 0.32cc were infused in 3.0 hours. The pump reportedly infused 25cc of lipeds in 3.0 hours. The director stated that there was medical intervention, but would not identify the type of intervention.